Event description:
It was reported that during a da vinci-assisted general surgical procedure, the vessel sealer extend had a faulty wrist due to a broken wire. It wasn't moving/manipulating properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint regarding the vessel sealer had a faulty wrist due to a broken wire was not confirmed by failure analysis. Failure analysis did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and there were no broken cables or wires. All jaw ceramic dots were present. The energy was delivered without any issues and passed the cut test. The knife slot measured at .003" and the jaw gap verification passed at .027". No errors occurred during in-house testing. A review of logs showed no failures. There was no problem detected. Additional observation not reported by site was that the instrument housing was found to have a broken snap. The root cause of this failure is typically attributed to mishandling/misuse. A review of the instrument logs for the vessel sealer extend instrument (480422-01/k102209070215) associated with this event was performed. The instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. The probable root cause of had a faulty wrist due to a broken wire cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of vessel sealer extend instrument found there was no problem detected. This complaint is being reported based on the following conclusion: it was alleged that the vse moved with unintuitive motion/freely with uncontrolled motions which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Implant/explant is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA.